Event description:
Reportedly, when the device was connected to a patient, a check electrode message was observed. A backup device of unknown manufacture was brought to the scene. The rptr did not know if the backup was used. Pt outcome was not known.